Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to high blood glucose (bg) levels (approximately 400 mg/dl) and was treated with fast acting insulin. The customer did not know the cause of the high bg; however, the customer had been using novolog in the cartridge and reported to be allergic to it. After a few hours, the customer left the ER with a bg of 269 mg/dl. The customer had stopped using the pump and has been using tresiba which was prescribed by the healthcare provider and the bg has been within the target range.